Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. There is a message shows that (device software is not responding) that is visible on the image send by customer. The internal o2 sensor respond with error: sensor_received_invalid_frame. Technical support suspected that the issue is a defective touch screen. Informed customer that we will send a new display unit and send back the defective one. Technical support received the unit for repair.

Event description:
Customer reported that the touch screen of this unit is not functioning properly. Log file message (device software is not responding). As of this time there is no information about patient involvement in this reported event.